Event description:
Same case as MFR report #3005099803-2009-00907, 3005099803-2009-00908. It was reported that upon preparation of the 2.4mm x 4mm zero tip stone retrieval basket, the basket was unable to close. Two additional same devices were opened, however, each basket was unable to close. A fourth zero tip basket of the same size was used to complete the procedure without complication. The patient's status is reported as "fine".